Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Olympus re-evaluated the event reported in MFR. Report # 8010047-2021-0820 and confirmed that this device was also subject to the 30-day report criteria. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. The event has been reported by the importer on MDR# 2951238-2021-00385.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure using a single use distal cover (maj-2315) with an evis exera iii duodenovideoscope (tjf-q190v) the patient experienced a deep (into the cardia) tear at the gastroesophageal (g/e) junction. The procedure was complicated by tight duodenal strictures and a schatzki ring that were identified when the physician first tried to pass the duodenoscope and realized the patient would require a dilation and sphincterotomy to be able to continue with the ercp. The duodenoscope was withdrawn, and a regular scope was passed to perform the dilation and sphincterotomy. This was completed and the duodenoscope was then reintroduced. When advancing the duodenoscope through the g/e junction, bleeding was noted in the stomach. The ercp and stone removal was completed with some difficulty due to the angle of duodenoscope not being ideal related to the duodenal stricture. The patient was discharged home. The patient presented to the emergency room (ER) later that same night and was found to be hypotensive. A repeat unspecified scope procedure revealed a bleeding, deep (into the cardia) tear at the g/e junction. This was clipped and the bleeding stopped. The patient remained in the hospital for 2 days, and received 4 units of blood. The patient is currently fine with no further issue. The physician stated there are many possibilities for the source of bleeding including the dilation, sphincterotomy, repeated instrumentation or difficulty traversing the stricture and resulting scope angle. The physician also stated there was no noted abnormality in the appearance of the scope tip/cap prior to or after the procedure. Mw 8010047-2021-08201 reports the distal cover (maj-2315) used in this case.

Manufacturer narrative:
This report is being updated to report additional investigation findings. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: ¿important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ conclusions: the definitive cause of the reported event could not be determined. According to the physician performing the procedure, there are many possible sources of the bleeding experienced by the patient including: 1) the dilation, 2) sphincterotomy, 3) repeated instrumentation, or 4) difficulty traversing the stricture and resulting scope angle. The physician reported no malfunction of any device used in the case and no abnormality in the appearance of the scope or disposable distal cap.